Event description:
In august, 1994 an incident occurred involving a glidewwire gold while performing a ptca. A slight dissection of the intima of the circumflex artery was noted after advancing the glidewire gold across this previously totally occluded artery. The dissection was tapped down with a balloon catheteer and the ptca was completed without further incident. The pt experienced no sequelae as a result of this event.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.